Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. Medical records were not provided however it was reported that the patient has had an MRI and x-ray that were insignificant. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 51-103110 lot# 6391111 tprlc 133 t1 pps so 11x142mm. Cat# 010000740 lot# 6384379 g7 neutral arcomxl lnr 36mm e. Cat# 010000663 lot# 6460591 g7 pps ltd acet shell 52e. Cat# 00625006525 lot# 63937771 bone screw 6.5x25 self-tap. Product remains implanted and will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is approximately five years post implantation of a right total hip arthroplasty. The patient reported pain and difficulties walking within the last six months. The pain is reportedly located in the right leg primarily close to the groin and thigh at the top of leg and radiates down to the knee. The patient had an MRI and x-ray that were insignificant and was prescribed physical therapy twice since surgery with no relief. Attempts have been made and no further information has been provided.